Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the coil was protruding from catheters tip upon removal. The target lesion was located in the bilateral pelvic vein. A 20mmx40cm interlock¿-35 was selected for use. During procedure, a 2nd interlock coil was tried to advance through a imager 5f bern after successfully deploying the first interlock coil with the same size. However, it was noted that the coil got stuck in the middle of the catheter. They had to pull the whole catheter out because they could not advance the coil and it was noted that the coil was protruding from the catheter's tip upon removal. The coil was then forcibly pulled out of the catheter's tip, doing so it stretched the coil out. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Event description:
It was reported that the coil was protruding from catheters tip upon removal. The target lesion was located in the bilateral pelvic vein. A 20mmx40cm interlock¿-35 was selected for use. During procedure, a 2nd interlock coil was tried to advance through a imager 5f bern after successfully deploying the first interlock coil with the same size. However, it was noted that the coil got stuck in the middle of the catheter. They had to pull the whole catheter out because they could not advance the coil and it was noted that the coil was protruding from the catheter's tip upon removal. The coil was then forcibly pulled out of the catheter's tip, doing so it stretched the coil out. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. The delivery wire and introducer sheath were not returned. Visual inspection noted that the coil interlocking arm was detached and not returned. The coil was returned severely stretched, kinked and was damaged. Microscopic inspection of the main coil observed the zap tip had a smooth surface. Dimensional inspection of the coil observed the number of distal and proximal fiber bundles were below specification. The outer diameter (od) of the zap tip and primary coil were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu indicates as caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." It was specified in the additional information that the frequency of flushing was intermittent. (B)(4).